Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. The pump subsequently shut down, due to insufficient power, as it could not be charged. The customer's blood glucose (bg) level was 468 mg/dl, due to being unable to use the pump. The customer took manual injections. During troubleshooting with tandem technical support, the customer was instructed to try to charge the pump using a different usb cable. Follow up with the customer confirmed that the pump was able to be completely charged using a different usb cable and no further issues were noted. A replacement usb cable was sent to the customer.